Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a patient underwent implantation of a trapease filter. The indication for the implant was a right lower leg deep vein thrombosis, that even though on therapeutic levels of coumadin showered small clots to the lungs. The patient also received several blood transfusions for anemia related to uterine fibroids. According to the reported information the filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc.) As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates that the patient underwent placement of the filter as treatment for deep vein thrombosis (dvt) and pulmonary embolus while being administered therapeutic anticoagulation. The patient continues to experience fear that the device will malfunction. The medical records indicate that the index procedure produced successful placement of the filter without complication. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Fear does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown. The event date listed is the awareness date.   As reported through the legal department via legal brief, the plaintiff underwent implantation of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of her ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter.  Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall.  As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, and filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the plaintiff underwent implantation of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of her ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.